Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, while removing the delivery system, the external iliac was perforated. The physician performed an intervention and a bypass graft was sewn in from the right proximal common iliac to the right femoral artery, resolving the event. Per the physician, the cause of the event was due to the patient's anatomy; narrow iliac arteries. No additional clinical sequelae were reported and the patient is fine.